Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred with multiple cartridges. Reportedly, the alarm was unable to be cleared. The customer's blood glucose ranged from 171-172 mg/dl. Reportedly, the customer reverted to alternate form of insulin therapy.